Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the power issue was confirmed in the black box but was not duplicated during the investigation. Evidence of power on resets observed in the black box. The battery cap was not returned. No damage found to the battery compartment. A new test battery cap was able to tighten to the pump until resistance was met; no yellow o ring was visible. A 1 unit per hour basal program was executed in the pump for a 24 hour duration period using the new test cap battery cap; no power interruptions or eaw¿s were duplicated during this time. Removal of the pump cover showed no evidence of internal moisture. No findings of loose components or intermittent connections identified inside pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated the pump had intermittent power issues since the pump was dropped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.